Event description:
It was reported that a (B)(6) transmission revealed the right ventricular lead exhibited noise. The patient would be monitored.

Event description:
On (B)(6) 2014 new information notes the lead continues to exhibit noise. The lead was reprogrammed and patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.